Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose level was 170 mg/dl. At the time of the call, the customer was unable to reload the cartridge. Review of the pump data logs showed that the customer may have overfilled the cartridge. During a follow-up call on (B)(6) 2017, the customer reported that the insulin gauge was displaying an accurate fill estimate. The customer's blood glucose level ranged from 150-170 (mg/dl).